Event description:
Procedure: colpopexy reportedly, the doctor noticed and erosion of the mesh which required additional procedures to correct the problem. The notice of litigation claims the patient required additional surgery and has suffered pain and has continued experiencing the original problem.